Manufacturer narrative:
E1: address line 2 "(B)(6)." H3: one device was received for evaluation. The device had not been serviced in the past 12 months. Visual and functional tests were performed. The customer's reported issue could not be duplicated. No problems were found with the pump. The root cause of the issue was attributed to user related issue. No further actions were taken.

Event description:
It was reported that the device gives false air in line alarm when starting therapy. There was unknown patient involvement.